Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that device did not pace while the magnet was present and the device was not able to be interrogated with two programmers. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device, the failure on the hybrid disappeared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.